Event description:
Screen received 6/94. Notified on 5/1/95 of product recall because screen did not contain lead. Screen removed from service. Equipment incident reported to pt relations department on 7/25/95. Pt relations department followed-up with distributor who has made a med watch report. Physician and employees used screen.